Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and then they were not more in auto mode. Customer stated that they received active insulin updating massage from the auto mode readiness screen. It was explained to customer that if the insulin pump had recently turned on for the first time then a insulin pump error occurred and settings were cleared. No harm requiring medical intervention was reported. The device will not be returned for analysis.